Event description:
A malfunction alarm identified as code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, assisted in the reset process, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if any future malfunctions occur.